Manufacturer narrative:
Use error- only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Then under trends change the subcat to "insulin' and the type to use error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is wearing the pump supplies for 2-3 days. Tandem clinical support informed customer that wearing the pump supplies for 2-3 days, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.